Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level less than 50 mg/dl. As a result of the low bg, customer fell, bruised their shoulder and experienced a heart attack. Customer consumed carbohydrates to address bg, and was also treated with insulin while hospitalized. A system check with tandem technical support was performed and it was reported that the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Customer was discharged from the hospital on 11/29/2023 with the issue resolved and no known permanent damage. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog.